Event description:
Patient was brought to operating room for a right total knee replacement with dr. The grounding pad was applied to the patient's abdomen properly and plugged into the cautery machine, which would not recognize that grounding pad was plugged in. After checking the placement of the pad and re-plugging the cord in, a new grounding pad was placed in the same spot and worked properly. Surgery was delayed as cautery couldn't be used until issue was fixed. Malfunctioning grounding pad and wrapper were brought to front desk for rn.